Event description:
It was reported that; nurse at the clinic, reported that "one piece of blade was stuck in the screw that was implanted (the surgeon retrieved the piece of blade with pliers), another piece of blade was stuck in the tool used to retrieve the blade. The screw has been implanted" no reports of medical intervention and no reported adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, material analysis, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The tab was confirmed to be fractured off the welding. Per material analysis the weld was found to have penetrated a large majority of the surface. The elemental composition was as specified by the drawing. No material or manufacturing defects were found. Manufacturing history was reviewed and no issues were identified. Conclusion: it is likely that the blade remover wasn't fully on the blade during the blade removal process which led to the breakage of the tab at the weld. The plausible root cause of the event is user error.

Event description:
It was reported that; nurse at the clinic, reported that "one piece of blade was stuck in the screw that was implanted (the surgeon retrieved the piece of blade with pliers), another piece of blade was stuck in the tool used to retrieve the blade. The screw has been implanted" no reports of medical intervention and no reported adverse consequences to the patient.